Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was revised after the patient lost 200 pounds, physician decided to reposition the lead. At that moment lead exhibited helix extension issues. No additional adverse patient effects were reported.